Manufacturer narrative:
This report is related to report #3004939290-2021-02314. As reported, three 6f/7f mynxgrip vascular closure devices (vcd) were opened and defective. The balloon part of the devices was leaking/popped during prep and before they were inserted into the patient. Therefore, they ended up using a different device to the patient. There was no reported patient injury. The deployer was trained in using the mynx device. Additional information was requested but was not obtained. The devices, all from the same lot, were not returned for analysis. A product history record (phr) review of lot f2119601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as device preparation, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This report is related to report #: 3004939290-2021-02314. A review of the manufacturing documentation associated with lot f2119601 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, three 6f/7f mynxgrip vascular closure devices (vcd) were opened and defective. The balloon part of the devices was leaking/pooped. Therefore, they ended up using a different device to the patient. There was no reported patient injury. The devices will be returned for evaluation.